Event description:
It was reported that a day after implant, the patient was unable to adjust stimulation. The reporter stated that she kept getting an error code and caller your doctor icon. It was stated that he error code was 505 (error code 505 = device has invalid settings). It was noted that the patient would have to see the physician to correction the issue. It was reported later that day by the manufacturer representative that she sets the device up with the patient programmer prior to implant, while in the box. It was noted that she got an invalid serial number message. The reporter stated that the patient¿s amplitude limit was not above 8.5 volts. There was no power of reset (por) messages seen. It was further stated that the manufacturer representative would click okay and it bypassed that screen to resume as normal for impedance testing. Additional information received reported that the issue was suspected to be caused by electrocautery during the procedure. It was noted that if this was the case, the device would default to the following settings: 0.0 volts, pulse width of 210 microseconds, frequency of 31 hertz, and electrode pair 3+, 0-. It was stated that these setting would cause the invalid serial number to display. It was noted that the error code 505 may be something different. Subsequent information received 12 days later reported that the manufacturer representative met with the patient and re-synced the device with the physician programmer. Once the device was re-synced, the patient was able to use her remote to adjust stimulation and the error code was no longer present. It was stated that the patient was doing fine.

Manufacturer narrative:
Product ID 3889-28, lot # va03e5d, product type lead; product ID 3037, serial # (B)(4), product type programmer. (B)(4).